Event description:
After 7 years of cochlear implant use, the pt reported experiencing pressure in her neck with stimulation and unusual sensations when switching her speech processor off and on. The healthcare professional reported that the pt's speech perception did not change. As the pt still complained of pressure/pain and also of decreased performance in 2005, the healthcare professional decided to replace the pt's device. Explantation and reimplantation surgery took place in 2005.